Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that while changing infusion set, the needle guard came off. Customer attempted to reinsert and infusion set fell out of serter and could not go back in. Customer inserted manually and as a result, blood glucose elevated to 600 mg/dl, which was treated with manual injection. Infusion sets would be replaced.